Manufacturer narrative:
Upon receipt, the battery depletion trend was reviewed and was observed to have depleted due to a high volume of hv charges. Longevity calculations determined the battery depletion was normal. Bench tests were performed, and the device was found to function normally.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device longevity appeared low and premature battery depletion was suspected. The device was explanted and replaced. The patient is in good condition following the procedure.